Manufacturer narrative:
D10: 300-01-13 - eq humeral stem primary, press fit 13mm: (B)(6). 320-46-03 - 145-deg pe 46mm hum liner +2.5: (B)(6). 320-10-00 - equinoxe rev tray adapter plate tray +0: (B)(6). 320-01-46 - equinoxe rev 46mm glenosphere: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that the patient underwent a right rtsa approximately 2 years ago. Subsequently, the patient experienced a traumatic event that required a revision to treat disassociation of the components approximately 14 months after initial implantation. It was noted that the patient developed a blister over the incision after initial surgery but was experiencing no pain until the event. As a result of the blister, the patient also received an open synovectomy during the revision surgery. No further patient impact reported. No further information available.